Event description:
New information received notes that when the patient presented through merlin.net transmission, non-sustained rv oversensing episodes due to post-sensed t-wave oversensing was observed again on stored egms. Additional programming changes will be discussed with the physician.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with device exhibiting post-sensed t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egm. Programming changes were made.